Manufacturer narrative:
The biomedical engineer (bme) reported that initially the central nurse's station (cns) had frozen rhythms, the clinical staff rebooted it and it did the same thing. When the biomed arrived on-site, he shut the unit down and had a hard time getting it to boot back up, noting when he finally did get it to try to start to boot that the fan sounds were very loud. While the machine attempted to boot, there were no debug led readouts, and the status leds were green, blue, and red. This appears to be a hardware failure and tech support (ts) advised sending the unit in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that initially the central nurse's station (cns) had frozen rhythms, the clinical staff rebooted it and it did the same thing. When the biomed arrived on-site, he shut the unit down and had a hard time getting it to boot back up, noting when he finally did get it to try to start to boot that the fan sounds were very loud. While the machine attempted to boot, there were no debug led readouts, and the status leds were green, blue, and red. This appears to be a hardware failure and tech support (ts) advised sending the unit in for repair. No patient harm was reported.